Manufacturer narrative:
The mg2 reagent lot number was 70737801 with an expiration date of 30-nov-2024. The customer stated they have another analyzer using the same reagent lot and the same water supply with no issues. The investigation is ongoing.

Event description:
The initial reporter questioned high results for an unspecified number of patient samples tested for magnesium reagent (mg2) on a cobas c 303 analytical unit. The customer stated the initial mg2 result will be "high" and when repeated will be "normal." According to product labeling, expected mg2 values for adults are between 1.6 mg/dl and 2.6 mg/dl. A "high" result for 1 patient was reported outside of the laboratory where it was questioned by the physician. The repeat result was "lower." The specific results were not provided. Due to the questionable results, the customer ran a single patient sample. The initial result for the patient sample was 2.91 mg/dl. The repeat result was 1.71 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
Reagent issues were excluded as the correct repeat result was received using the same reagent. Based on the information provided, the cause of the event could not be determined.